Event description:
It was reported that the patient received a shock during radiation therapy due to oversensing. Electrograms showed noise consistent with electromagnetic exposure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 ventricular nonsustained tachycardia episodes of 140 ms occurred on (B)(6) 2012 at 12:07:26 and 12:09:23.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Two (2) ventricular nonsustained tachycardia episodes of 140 ms occurred on (B)(4) 2012 at 12:07:26 and 12:09:23.